Event description:
A (B)(6) male admitted on (B)(6) 2012 and underwent repair of deltoid ligament, repair of syndesmosis, internal fixation of the commuted fibula fracture and internal fixation of the talus fracture under spinal anesthesia. While the ortho md was attempting to drill into the fibula for placement of a screw the distal end of the drill bit broke off .02 cm.